Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, that the pump touch screen was unresponsive, that an occlusion alarm occurred and that and that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.